Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to patient request.